Event description:
Patient was on continuous venovenous hemodialysis (cvvhd). Fluid pull was set at 100cc/hour. At 0400, staff noted that machine had pulled 170cc in the previous hour. At 0500, the machine had pulled 355cc. The rate of fluid pull seemed to escalate, although the settings had not been changed.